Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient went in for a bilateral knee revision, due to a combination of soft tissue laxity and a recent fall. When the patient fell, the post on the right knee implant dislocated. The surgeon also reported soft tissue laxity in both knees. On the right knee the surgeon replaced a 10mm poly to a 16mm poly. On the left knee the surgeon replaced a 12mm poly to a 18mm poly. The patient also has comorbidities that were contributing factors (autoimmune disease and limited mobility). The surgeon stated there were no allegation of product deficiency related to the implant itself. This record represents one component of the implant that remained in the patient.